Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-04696 / 04697).

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2007 and a revision procedure on (B)(6) 2012 due to patient allegations of pain, discomfort, dysfunction, loss of range of motion, and lack of mobility. Legal counsel for patient further reported that trochanteric bursa, gray metal staining, and a pseudotumor were noted during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the component was not revised. The initial report was forwarded in error and should be voided.